Manufacturer narrative:
(B)(4) d10: medical products: item#: 115316, comp rvrs shldr glnsp +6 36mm; lot#: 943630. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was decarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately five (5) years and five (5) months ago. Subsequently, the patient underwent a revision surgery approximately one (1) month ago due to the implants disassociating. It is unknown at this time what caused the implants to disassociate. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was corrected: d10. D10: medical products: item #: 110032420, comp aug mini bsplt w tpr md; lot #: 66747368. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a reverse-type right shoulder arthroplasty is present. The glenosphere is separated from the glenoid baseplate. There is a resulting dislocation of the implants. The humeral stem is incompletely visualized. No fracture is identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.